Event description:
Caller reported cgm error 42, indicating an issue with continuous glucose monitoring. There was no adverse impact to the customer's blood glucose level, as the issue was resolved without further errors. Cts provided pump reset information and guided the caller through the reset process, after which the caller successfully started their sensor session without encountering the error again.